Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of exit site leak and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced an exit site leak. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On an unreported date, the patient began treatment with injections of vancomycin 1gm ip (frequency not reported), amikacin 100mg once/day ip, orzid 1gm once/day (route not reported), reflin 1gm once/day (route not reported) and heparin 500 iu tds ip. At the time of this report, the peritonitis was resolving. The outcome of the exit site leak was not reported. The cause of the peritonitis was the exit site leak. Dianeal remained ongoing. Concomitant medications were not reported. The nurse believed the peritonitis was not related to dianeal pd2 ultrabag therapy; however did not provide an assessment of causality for the exit site leak.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.